Event description:
The doctor stated that the patient received a medpor cranial implant. The doctor reported that the pt developed an infection and the implant was removed. The doctor stated that he treated the infection with antibiotics. The doctor stated that the current condition of the pt is good. The doctor is planning to place another medpor cranial implant in (B) (6) of 2010.

Manufacturer narrative:
Following a review of the device history record for the lot number 89020-mci-337-09-e007g78h, it was determined that all processes and test criteria are within the medpor implant finished product specification.